Manufacturer narrative:
The device was returned to olympus and the additional evaluation findings were as follows: due to wear of forceps elevator lever, up/down knob could not be locked securely, flexibility adjustment ring had a scratch, suction cylinder had no color, right/left knob had a scratch, switch box had a scratch, due to deformation of scope connector cover unit, water tightness was lost, due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value, objective lens had a scratch, light guide lens had a crack, bending section cover adhesive was chipped and connecting tube has small cracks and scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that foreign objects were found around the cololonvideoscope's light guide lens and bending section cover adhesive and the connecting tube. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h7, h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. We presume that reprocessing was not conducted properly due to leakage from scope-cover unit. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.